Manufacturer narrative:
The reported condition of low battery alarm was confirmed through evaluation and was found to be due to a defective battery. The main battery was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of (B)(4) 2010. Baxter continues to support the product in (B)(4) and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during battery testing in the standard functional test step 9.15, this alarm may have interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.